Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient with twiddler¿s syndrome presented in device clinic after receiving two inappropriate shocks. The tachy therapy was disabled. The device was explanted. The patient was in a stable condition before, during and after the procedure.